Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber did not identify any breaks. Functional test conducted identify that the aiming beam was bright and round, indicating that there was no fracture within the connector. Based on all available information, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after securing the fiber to the laser, a bright green light was emitted by the fiber, suspecting a possible break. The fiber was replaced, and the procedure completed without patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, MFR contact last name, MFR contact email upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber did not identify any breaks. Functional test conducted identify that the aiming beam was bright and round, indicating that there was no fracture within the connector. Based on all available information, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after securing the fiber to the laser, a bright greenlight was emitted by the fiber, suspecting a possible break. The fiber was replaced, and the procedure completed without patient complications.

Event description:
It was reported that after securing the fiber to the laser, a bright greenlight was emitted by the fiber, suspecting a possible break. The fiber was replaced, and the procedure completed without patient complications.